Event description:
Reportedly, during a laparoscopic hernia repair, as the balloon was being inflated it began to leak. The balloon then ruptured with a large piece of the balloon falling into the pts operative site. Reportedly the surgeon had difficulty removing the ruptured piece of the balloon. However the surgeon was able to retrieve the item. There was no pt injury.